Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a cholecystectomy, after stapling the anvil of the device remained in the esophagus. A leak test has been carried out and the anastomosis is reliable. The surgery was prolonged and the surgeon had to intervene to remove the anvil with a long forceps. There was no patient harm.